Event description:
This is report 1 of 2 for the same event. It was reported that during pre-surgery, it was observed that the attachment device and motor device were overheating when tested together. There were no delays to the planned surgical procedure as identical spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were no longer in axial alignment, which did not allow for the insertion of a cutter. It was determined that not allowing insertion of cutter was due to the bearings being destroyed, which would have caused extreme heat when the bearings were going bad. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned and is pending evaluation. Once (B)(4) evaluated the device, a supplemental report will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.